Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during a case, staff stated that the successfully completed the priming cycle. However, once they tried activating the device, it would not work. Staff noted it seemed clogged, and it stopped working and was overheating. There was no saline flowing from the tips and the tips seemed to be producing more heat than usual. There was reportedly ¿no significant injury¿; however, the device seemed to be producing more tissue effect, which was reportedly similar to a bovie. Investigation conclusion: the reported issue of clogging was confirmed. The reported issue of producing more heat than usual was not confirmed. The device was received with occluded/charred electrodes; however, the electrodes were cleaned, and the device functioned as intended. Normal saline flow was re-established and there were no failures found. There was no indication of the device overheating. The normal uniform saline flow was observed from both electrodes as indicated by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes, which denote the saline is boiling as it couples with the active electrode. The allegation of producing more tissue effect could not be reproduced in the laboratory environment. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon reported the aquamantys device produced higher tissue effect than expected. He dissected the small amount of the effected tissue away and was able to fully close the patient¿s incision.